Manufacturer narrative:
No add'l info is available with respect to pt outcome. No device eval was performed, as the devices are implanted within the pt.

Event description:
It was reported that the physician detached 2 azur embolization coils in the distal and proximal gastroduodenal artery (gda). Approx 3-5 minutes later, it was observed that both coils had exited the gda, and were located in the distal right hepatic artery. The physician made multiple unsuccessful attempts to snare and retrieve the coils.